Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.